Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that they use a third party service vendor and that a u-seal which snapped off three days prior to the event has been welded back on the instrument. Tsc advised the customer and third party vendor that this is not an approved manufacturer fix. A siemens headquarter support center (hsc) specialist contacted the third party vendor for a recommended maintenance plan. The third party vendor tightened the reagent 2 probe and replaced the u-seal assembly and heat torch. Calibration and qc were run, resulting within range. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 1226181-2014-00193 was filed on april , 11 2014.additional information (04/16/2014): upon a follow-up the customer stated that no corrected reports were required due to qc being out of range.

Event description:
Upon a follow-up the customer stated that no corrected reports were required due to qc being out of range

Event description:
The customer contacted the siemens technical solutions center (tsc). The customer stated that two levels of hemoglobin a1c (hb1c) quality controls (qc) were not within range on a dimension rxl max with hm. It is unknown if any patient results were reported while qc was out of range. The customer took the instrument offline and continued running patient samples on an alternate instrument. It is unknown if there are reports of patient intervention or adverse health consequences.